Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The contact changed the infusion set and cartridge and the occlusion alarm was resolved. There was no reported impact to the customer's blood glucose level.

Event description:
The customer's blood glucose level was not impacted.